Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative. "[Name removed] called saying that the rt said vent was on pt and she pushed and held the "exp hold" button while briefly working on the pt when the vent went inop as she called it (no inop banner) and would not give a breath to the pt. The waveforms were all flat and she said vent did not alarm. Pt moved to another vent. [Name removed] has tested the vent now for 3 days and cannot duplicate the problem. They would like vent tested before using it."

Manufacturer narrative:
On august 9, 2011, carefusion sent a letter via e-mail to the user facility seeking additional information concerning the reported event and the condition of the pt. As of august 25, 2011, there has been no response from the user facility. (B)(4). Carefusion has dispatched a carefusion field service rep to the user facility's site to evaluate the device. The carefusion field service rep has not completed the evaluation of the device as of yet. Carefusion will submit a follow-up medwatch report once the evaluation is complete.